Event description:
Received information regarding an occlusion alarm and multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus delivery. Customer's blood glucose level was not impacted. The customer was abel to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.